Event description:
Philips received a customer complaint regarding a v60 ventilator indicating that while servicing and testing the device, it alarmed low leak co2 rebreathing risk alarm on screen. It was reported that there was no patient involvement at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported issue. The customer stated that during service, when the unit was tested, the unit alarmed low leak co2 rebreathing risk alarm on screen. The complaint occurred using the .25 test adapter and the unit does not go into standby mode with the avg air reading in pneumatics at -0.9 lpm when set to zero. The rse advised customer that either the flow sensor assembly or gas delivery system (gds) assembly will need to be replaced to correct the issue, customer acknowledged and will order preferred part. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 06feb2026, 24feb2026, and 11mar2026 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.